Manufacturer narrative:
Investigation summary it was reported that during an ablation procedure with a pentaray nav high-density mapping eco catheter, the irrigation port became clotted. There was "low flow alarm" on the smartablate pump. The smartablate generator was set to power control mode, normal saline solution was used and the activated clotting time (act) was normal. The catheter was replaced, and the procedure was completed without patient's consequence. The device was visually inspected, and it was found in good condition. Then, an irrigation test was performed, and the catheter failed. A failure analysis was performed, and the catheter was dissected on the tip area and the irrigation tubing was found folded. A manufacturing record evaluation was performed for the finished device 30215467l number, and no internal actions related to the complaint was found during the review. The customer complaint cannot be confirmed. The root cause of the irrigation tube damage cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Manufacturer's reference # (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference (B)(4).

Event description:
It was reported that during an ablation procedure with a pentaray nav high-density mapping eco catheter, the irrigation port became clotted. There was "low flow alarm" on the smartablate pump. The smartablate generator was set to power control mode, normal saline solution was used and the activated clotting time (act) was normal. The catheter was replaced, and the procedure was completed without patient's consequence. The thrombus issue is considered a reportable event. The biosense webster, inc. Product analysis lab received the device for evaluation on september 3, 2019, and it was noted that upon initial inspection, no visual damage or anomalies were observed.